Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged one day post implant. In addition, the lead had diminished sensing, high thresholds and inability to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.